Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis x1 video system center, flashes blue in the image and there are also image failures. The issue occurred during an unknown procedure. The customer noted the issue had not occurred again after replacing their ncare device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.